Manufacturer narrative:
Medwatch (B)(4) was received. It was reported that during a right exploratory angiogram, a 2mm piece of the fogarty catheter tip broke off in the patient's tibial artery. The surgeon stated the catheter went in just fine but had high resistance and the plastic tip of the catheter was stretching, a small piece of the plastic broke off. A call was made to the physician for additional information prior to receipt of the medwatch. The physician conducted exploratory surgery to determine where the occlusion(s) was located, but was unable to complete thrombectomy on multiple vessels, and thus he was unable to establish blood flow in the lower leg. The doctor stated that while attempting to remove the catheter during a failed leg thrombectomy, he felt resistance during the catheter removal, then the catheter split and crumbled in on itself. The catheter remained in one piece and was able to fully be removed from the patient. The patient subsequently required a lower leg amputation, which per the physician, was unrelated to the catheter failure. The patient is still being hospitalized but is in stable condition. A follow-up to the initial reporter stated that they were told that the tip broke off into the patient, but it was in the leg that was amputated, unrelated to the catheter issue. She stated the device isn't available for return. It was discarded at the facility. The information received from different parties at the same facility is contradictory and further follow up is being conducted to determine if the catheter tip broke off in the patient or not. If additional information is received a supplemental report will be sent with the additional information. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : device discarded at the facility.

Manufacturer narrative:
The device has not been returned for evaluation. Follow up is being conducted with the facility for return of the device. The complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming if the evaluation is completed.

Event description:
It was reported that during use of a fogarty catheter, model 120602f, the catheter broke into pieces during a procedure and a piece remained inside the patient.